Manufacturer narrative:
The subject device is not being returned to olympus for evaluation. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The biomedical engineer at the user facility reported that one of the casters on the subject device was broken. The issue was found by medical staff during pre-use inspection. The procedure was completed using the same set of equipment. No falls or health hazards have occurred due to the defect.

Manufacturer narrative:
Correction: the manufacturer has determined there is no potential for this issue of the broken caster to cause or contribute to an adverse event. The instructions for use (IFU) advises "check the security and condition of castors at six-monthly intervals. If loose and/or excessively worn, contact olympus for service."